Event description:
The customer reported that the system would lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the rtos and the isolated interface printed circuit boards and adjusted the 5vdc voltage. The system was tested and found to be working as intended and put back in service.